Manufacturer narrative:
Original complaint stated that the device tips broke into the patient. After following up with the or nurse manager, it was determined that the device most likely disassembled during use. It was confirmed that there was no delay to surgery and no harm to patient.

Event description:
Soft bowel grasper tips fell apart during surgery. All pieces retrieved and accounted for. Event did not cause harm. Equipment failure without injury.